Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for defibrillation threshold testing (dft). Upon completion of the test, it was found that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which the electrogram (egm) was inaccessible. An alternate method of retrieving the egms was attempted, but the egm was blank. No intervention was performed. The patient was stable.